Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the right atrial (ra) lead had dislodged four times and the left ventricular (lv) lead had high threshold measurements. The ra lead was not used, and another ra lead was implanted. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.